Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shock and pacing impedance measurements and high capture thresholds. Technical services (ts) provided a review of latitude and noted a stored episode where the patient received one inappropriate shock due to oversensing of noisy signals, during this episode the shock impedance measurement was low out of range. Ts recommended a replacement of both the implantable cardioverter defibrillator (ICD) and the rv lead. Subsequently the ICD and this rv lead were explanted and successfully replaced. An rv lead fracture was suspected. No additional adverse patient effects were reported. This lead was received and is pending analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the lead was thoroughly analyzed. Visual inspection confirmed that the electrode was returned in four segments severed that add up to approximately. 546mm. The helix was retracted and there was dried blood within the helix housing. Insulation damage was observed on the long midbody segment 135 mm from the terminal end with inner and outer insulation damage. Resistance testing found that the lead was not electrically continuous. Detailed analysis confirmed that the distal conductor cable had a break approximately 135mm from the terminal end. Based on the characteristics of the fracture, it was determined that it was consistent with cyclic fatigue damage. Analysis concluded that the clinical observations of pacing impedances high out of range, inappropriate treatment, shock from patient leads, high capture thresholds and shock impedance measurements high out of range were likely caused by the confirmed fracture.

Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shock and pacing impedance measurements and high capture thresholds. Technical services (ts) provided a review of latitude and noted a stored episode where the patient received one inappropriate shock due to oversensing of noisy signals, during this episode the shock impedance measurement was low out of range. Ts recommended a replacement of both the implantable cardioverter defibrillator (ICD) and the rv lead. Subsequently the ICD and this rv lead were explanted and successfully replaced. An rv lead fracture was suspected. No additional adverse patient effects were reported.